Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system and 35mm watchman flx laa closure device and delivery system were used. Prior to the procedure, the transesophageal echocardiogram (tee) showed a large pleural effusion, but the physicians agreed to proceed with the procedure. There was no pericardial effusion noted. The closure device was deployed and recaptured three times and on the third and final recapture to reposition the device, the patient started to decompensate. The closure device was deployed and ready to be released when the echocardiographer noted a pericardial effusion forming. The closure device was released since it met release criteria. The patient was then taken to the operating room where a pericardial window was performed to resolve the pericardial effusion.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system and 35mm watchman flx laa closure device and delivery system were used. Prior to the procedure, the transesophageal echocardiogram (tee) showed a large pleural effusion, but the physicians agreed to proceed with the procedure. There was no pericardial effusion noted. The closure device was deployed and recaptured three times and on the third and final recapture to reposition the device, the patient started to decompensate. The closure device was deployed and ready to be released when the echocardiographer noted a pericardial effusion forming. The closure device was released since it met release criteria. The patient was then taken to the operating room where a pericardial window was performed to resolve the pericardial effusion. It was further reported the patient passed away one day post procedure. The cause of death is unknown.

Manufacturer narrative:
H1: type of reportable event - updated from serious injury to death.